Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1340357. All inspections were performed per the applicable operations qc specification.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" it was difficult to aspirate. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the inability to aspirate drug solution with a syringe. An animal owner's report is that the drug solution could not be aspirated appropriately with a syringe.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" it was difficult to aspirate. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the inability to aspirate drug solution with a syringe. An animal owner's report is that the drug solution could not be aspirated appropriately with a syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.